Event description:
Subsequent information indicates that this pacemaker and right atrial (ra) lead were explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory this lead had undergone a thorough lead evaluation. Visual inspection revealed a cut in the suture sleeve, and a surface cut located in the insulation where the suture sleeve was tied down. Suture sleeve was located over the distal anode electrode. The cut was induced in the field during explant procedure. The field allegation could not be confirmed by analysis. The lead passed electrical testing.

Manufacturer narrative:
(B)(4). Product analysis is ongoing. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead system exhibited high, out of range, pacing lead impedance measurement. It was observed that when patient lay down all measurements were good. When patient did isometrics, noise was observed and impedance increases to greater than 2,000 ohms. This occurs in unipolar and bipolar configuration. Patient was not pacer-dependent. Boston scientific technical services (ts) explained that changes in impedance is a sign of connection or lead integrity issue and not due to muscle noise. Ts further suggested a lead revision and to perform a tug test prior to unscrewing the set screw just to check the connection. Additional information obtained from the field representative indicates that patient presented with atrial fibrillation thus, the lead revision was rescheduled. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.